Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut were not checked due to a damaged comb. The comb and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2024-00174. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that the tissue grate/comb is bent on the end. Also, the roller is hard to get out. Performance was hard to get the graft through the mesher. Dr ended up not using the device because it was too hard to turn the wheel. The event occurred outside of surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not yet returned.